Event description:
It was reported that during an unk procedure, the generator alarmed and displayed an error code. They changed to another device to complete the procedure. But that blade broke when the surgeon cleaned it. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.